Manufacturer narrative:
UDI: (B)(4). Concomitant med products and therapy dates: burr device, attachment device 01/01/2019. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the hose of the motor device was damaged (excluding rupture) and cracked. It was determined that it was difficult to assemble/disassemble the coupling. It was observed that the fuse was not functioning. It was further determined that the device failed pretest for hose verification, safety and rotational speed. It was noted in the service order that while using the attachment device, the burr device would not lock into the motor device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.